Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer reverted to manual injections for alternate insulin therapy.